Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, pericardial effusion (pe) occurred. The case was completed with cryo. The pe was identified via electrocardiogram (ECG). No further patient complications have been reported as a result of this event.